Event description:
Infusion set cath tubing developed leak from hole in tubing. Reporter has had 3 related add'l failures, separation of catheter in last 2 weeks on 2 different pts requiring port for access and with exposure to outside contamination. All products have been 3/4 inch.